Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources which resulted in the battery fully depleting and the pump shutting down. The pump battery was unresponsive, as the pump would not turn on when plugged into a power source. The customer¿s blood glucose was over 400 (mg/dl). The high bg was resolved with a manual injection. The customer reported trace amount of ketones. Reportedly the customer reverted to manual injections for insulin therapy.